Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reay0781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse practitioner found that the catheter tip was missing, during removal. The catheter removal went smoothly without obstruction. After x-ray examination it was found that the "head" was rough at the connection part between the superior vena cava and the right atrium. The tip of the catheter has not been removed. Patient is reportedly well.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed but the exact cause is unknown. Two photo samples of groshong PICC and a radiographic image were returned for evaluation. An initial visual observation of the photos showed a complete break near the distal end of the catheter. The detached portion of the catheter is not visible in the photo samples provided. The break site appears to have a ¿c¿ shape and is jagged. A non-complainant groshong catheter appears to have been placed near the damaged catheter for comparison. The radiographic image provided has a red circle drawn over a section of the image. Based on the description of the reported event and photo samples provided, possible contributing factors include sharp instrument damage and over-pressurization. The photos provided show a catheter break but do not provide enough evidence to determine root cause; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of reay0781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse practitioner found that the catheter tip was missing, during removal. The catheter removal went smoothly without obstruction. After x-ray examination it was found that the "head" was rough at the connection part between the superior vena cava and the right atrium. The tip of the catheter has not been removed. Patient is reportedly well.